Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging unusual issue as "meter would powers off but then will flash the start up screen". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.